Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found no anomalies. The device passed all tests.

Event description:
It was reported that the pulse generator exhibited a loss of capture on the right ventricular channel. The device was explanted and returned for eval.